Event description:
It was reported via medwatch: a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported via medwatch: a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.